Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On the same day, the patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The age of the patient at the time of this event is unknown. However, the patient was born in (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4): peritoneal dialysis therapy was stopped due to unresponsive peritonitis treatment.